Event description:
It was initially reported that the vns pt was experiencing some coughing, so the pt's device was disabled. The coughing was said to be continuing after the disablement of the device. It was later indicated by the treating neurologist that the felt coughing was cause by scar tissue paralyzing the vocal cords and causing hoarseness. The pt is seeing a speech therapist. The pt's hoarseness was also said to be improving since disablement. X-rays were said to have been taken, which was said to be normal, but have not been forwarded to the manufacturer for review. A search performed in the manufacturer's programming history database resulted in last known diagnostics performed were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.